Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) . Depuy synthes has been informed that the lot number is not available.

Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Competitor cement was used.

Manufacturer narrative:
Updated: patient

Event description:
Update 9-1-2017, 9-8-2017, 9-12-2017, 9-18-2017: medical records and claim letter have been reviewed. Primary operative notes (B)(6) 2014 indicate the patient received a right total knee replacement due to degenerative joint disease, right knee. The procedure was completed without complication indicated by the surgeon. (B)(6) 2015 bone scan reveals abnormal 3-phase bone scan suggesting loosening of the tibial component. Revision operative notes (B)(6) 2015 indicate the patient received a revision right total knee arthroplasty with revision of the tibial and femoral components due to failed right total knee arthroplasty with pain and loosened tibial component and instability of the lateral collateral ligament. The procedure was completed without complication indicated by the surgeon. Radiology report (B)(6) 2016 indicates a healing fracture of the medial tibial plateau is visualized. There are no signs of lucency or abnormal wear. Patella stretching well within the trochlear groove. No dislocations or any other bony or soft abnormalities. Operative notes (B)(6) 2016 indicate the patient received a manipulation under anesthesia due to stiffness and lack of extension approximately 6 weeks post revision. Post revision office notes indicate the patient has been doing well with her knee. However, approximately two weeks ago she twisted it and has been having pain and swelling since then. It is however, decreasing in severity. Please note, within the medical records the date of the primary right total knee surgery varies slightly in a few different progress notes. There is one primary operative record and one revision operative record within the medical records. If further information is presented at a later date the possibility of multiple revisions will be addressed. Updated 9-28-2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.